Manufacturer narrative:
On november 29, 2021 the identity of the device became known with additional information that was provided detailing the size, lot number, and product code. The mentor failure analysis lab has received the device for evaluation as of december 09, 2021. According to the information received, the patient experienced a rupture in the breast implant. Additionally, developed capsular contracture. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured, received in three parts, and incomplete. Additionally, an anomaly was observed on the edges of the rupture consistent with shell abrasion. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Previously this report referred to the prosthesis as the right breast prosthesis. Upon the return of the devices, it was unclear the respective side the devices belonged. As such, the prosthesis' identification has been labeled as device a (replacing the right side designation). Only 1 catalog and lot number could be identified on the ruptured prostheses, so this impacted product's catalog and lot numbers have been updated as follows: catalog #: 3505004bc, lot #: 5868474. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient had undergone a bilateral breast augmentation surgery with implantation of two 500cc unknown gel implants. During a revision surgery, bilateral rupturing of the prostheses was observed along with bilateral baker grade iii capsular contracture. The patient underwent the prosthesis removal procedure on (B)(6) 2021. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2021-13001 for the contralateral event.